Event description:
The patient reported that the device was not working like it usually did. The patient had back surgery on the (B)(6) 2014. The patient reported before the surgery he was using the device a lot because his back was getting worse and worse. After the surgery the device was working on and off but 3 days prior to report it stopped working all together. The implantable neurostimulator recharger (insr) was connecting with the implantable neurostimulator (ins) and the ins was almost completely charged. The patient stated that within a half hour of charging his implant was dead. The patient reported that stimulation did not feel as strong as it should. The patient stated as soon as he took the charger off the ins the stimulation sensation went down. The patient synced with his patient programmer and the patient programmer was showing stimulation on. The patient reported that he was on group c at 4.6 volts and the ins showed almost charged. The patient changed to group a or b it stopped working then he went back to c and it didn¿t work. The patient was sitting there stimulation was getting weaker and weaker. The patient spent all day on the day prior to report in the ER with leg cramps. The patient stated that they had to give him morphine for the cramps. The device usually helped with the cramps. The patient could usually feel stimulation in his mid-back and both legs but at the time of report the patient could barely feel stimulation in just one leg.

Event description:
Additional information received reported that the patient would be evaluated at the next appointment on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).